Event description:
It was reported that the white coating on the instrument flaked off, and it potentially flaked off into a surgical wound. No additional information was available from the caller.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned in good physical condition. The device was tested with a generator and was functional; in addition, the tissue pad of the device was in good physical condition and still attached to the clamp arm. There were no anomalies noted with the functionality of the device. There were no coating issues noted. It could not be determined what may have caused the incident reported. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.